Event description:
It was reported that the user already deflated the foley catheter prior to removal and the patient then experienced pain during the catheter removal. It was stated that the user had to use lubricant to make it easier to remove the catheter from the patient. The user later discovered that the balloon was not fully deflated. The user stated that the pain was due to the not fully deflated balloon. The patient was not injured. It was mentioned that the event occurred in (B)(6) 2022. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage).the device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user already deflated the foley catheter prior to removal and the patient then experienced pain during the catheter removal. It was stated that the user had to use lubricant to make it easier to remove the catheter from the patient. The user later discovered that the balloon was not fully deflated. The user stated that the pain was due to the not fully deflated balloon. The patient was not injured. It was mentioned that the event occurred in march 2022. No medical intervention was reported.